Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to protruded/loose drive support disk. The insulin pump had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they received a compromised force sensor system alarm during the fill tubing process. Customer's blood glucose was 154 mg/dl. Customer also reported insulin was squirting out during a manual prime. Troubleshooting found the customer's drive support cap was sticking out. Customer could not recall pressing on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.